Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-21936. It was reported the patient experienced ineffective therapy. In turn, surgical intervention was undertaken wherein the scs system was explanted to address the issue.